Manufacturer narrative:
One used portex® suction above the cuff endotracheal tube was returned for investigation. A visual inspection was performed and no discrepancies were found. During use testing, leakage was observed coming out from the cuff. A manufacturing review was performed and no discrepancies were found in the manufactured samples. A root cause for the leak could not be determined. The complaint was confirmed.

Event description:
It was reported that after intubating the patient with a portex® suction above the cuff endotracheal tube, an air leak occurred from the cuff. No injury was reported.